Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred because reprocessing was not performed in accordance with the instructions for use (IFU). Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found on the forceps elevator wire, likely due to incorrect reprocessing. There was no patient involvement.